Manufacturer narrative:
The manufacturer's report number for this case is 2022474-2012-00004. Biotene oral balance gel is manufactured in (B)(4), and neither the lot number nor the product was available, (B)(4).

Event description:
This case was reported by a physician and described the occurrence of asthmatic attack in a female patient who received glucose oxidase+lactoferrin+lactoperoxidase+lysozyme (biotene oral balance gel) for an unknown drug indication. On an unknown date, the patient started glucose oxidase+lactoferrin+lactoperoxidase+lysozyme (topical). At an unknown time after starting glucose oxidase+lactoferrin+lactoperoxidase+lysozyme, the patient experienced asthmatic attack. The patient was a known asthmatic. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unknown.